Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 2 physical samples submitted for evaluation. The reported issue of catheter defective / damaged was confirmed upon inspection of the samples. Analysis of the sample showed that a piercing in the catheter was observed during the evaluation of one of the samples provided by the customer and samples received, however, we cannot confirm the defect to the manufacturing process since we are not able to evaluate the processes that the product went through and the controls that are implemented in the equipment to detect these defects since we did not received the batch number. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in catheter defective / damaged. It was reported by customer that leaking at IV site. Once removed, noticed that there was a crack in the catheter. Verbatim: rcc received a complaint via email. Leaking at IV site. Once removed, noticed that there was a crack in the catheter product code: 383590. Product description: catheter IV closed nexiva diffusics 24g x 0.75in bx/20. Lot/serial #: pending. Expiry date: pending. Expiry date: 2027-04-30.